Manufacturer narrative:
Additional information provided on 10/22/2019. Lot no changed from blank to l44409. Serial no, changed from blank to (B)(4). Expiration date, changed from blank to 6/6/2020. Device mfg date, changed from blank to 12/6/2018.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis, hyperglycemia and hospitalization. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported that after wearing the pod longer than 48 hours on the abdomen, the patient's blood glucose (bg) levels reached 23 mmol/l (414 mg/dl). The patient felt sick, vomited and loss consciousness. She was found 36 hours later and rushed to the emergency room (ER) where she was diagnosed with diabetic ketoacidosis (dka), rhabdomyolysis and severe oliguric acute kidney injury (aki) and sepsis. The patient was admitted into the intensive care unit (ICU) as her kidneys were failing, placed on an intravenous (IV) therapy of insulin, dialysis, had a blood transfusion and was prescribed iron tablets (feramax - 150 mg) to be taken daily as she also has anemia and will be reassessed after a month.